Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated having occurring pain. Patient went to the doctor (B)(6) 2015 but could not be helped. Patient stated the rep programmed patient and things seemed fine but then patient was having the same pain a few months later and rep came back out and things again seemed fine again. The patient stated they were current feeling pain again ((B)(6) 2016). Patient stated she feels like someone was sticking an ice pick sideways into the vagina into the nerve and muscle. The patient could not take the pain. The patient stated this was about a week or so after (B)(6) 2016. Patient stated the implantable neurostimulator (ins) was now turned off. Patient stated she did not want to go back to the doctor. Patient stated another doctor thinks the implant was put in wrong. Patient stated she needs to find a doctor who can help her. Pt stated that she saw another doctor but he was unable to help and thinks implant may have been put in wrong. The patient's indicators were for fecal incontinence/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep stated that the patient had a follow up appointment with doctor with surgery scheduled yesterday (B)(6) 2019. The patient was undecided until her surgery time what she wanted to do (explant vs replacement). The patient decided to proceed with lead revision and a battery replacement. The case was successful. The ¿old¿ lead was removed intact with no visible defects. The interstim ipg ii was also removed and a new one placed due to the ¿old¿ one being depleted. The lead from 2016 had moved and was no longer in an effective location upon x-ray. The surgeon did not feel it was necessary to send the lead or generator to medtronic, the battery had provided 5+ years of service and there was no visible damage to the 2016 lead. Both devices were discarded. All electrodes on the new lead placed yesterday were appropriate at less than 2 amps and the impedance was within the normal limits. Patient is on configuration 2 at 1.0 amps with appropriate sensation.

Manufacturer narrative:
Product ID: 3093-28, lot# va0uuuf, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had a lead revision on (B)(6) 2016. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.